Manufacturer narrative:
Follow-up # 1 date of submission 05/21/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2012 with the following findings: the keypad cover had holes over the up arrow, down arrow, and ok buttons, exposing the button contacts. During testing, all the keypad buttons were intermittently unresponsive and required multiple button presses with increased force to elicit a response. The up arrow, down arrow, and ok keypad buttons were also sticking and hyper responsive. During investigation, evidence of contamination was found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow and ok keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The reporter noted damage to the keypad and alleged that the response issues had occurred first.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.